Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("mental anguish/anxiety"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), menstruation irregular ("abnormal menstrual bleeding"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog / I try to get myself to feel normal the more I fall into darker place"), apathy ("lack of motivation"), asthenia ("energy"), pain ("I do and hurts so much"), crying ("I cry each day") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal, oophorectomy (bilateral removal of ovaries),). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, depression, dysmenorrhoea and menstruation irregular had resolved and the vaginal haemorrhage, anxiety, anaemia, abdominal pain, feeling abnormal, apathy, asthenia, pain, crying and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, apathy, asthenia, crying, depression, dysmenorrhoea, feeling abnormal, menorrhagia, menstruation irregular, pain, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy: essure confirmation test(s) conducted, specify confirmation test :no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Event¿ post procedural complication ¿ was added. Events¿ pelvic pain and menorrhagia¿ outcome was updated to recovered/resolved. Essure model number was updated to ess#205. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), anaemia ("blood or heart disorder/ condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)") and menstruation irregular ("abnormal menstrual bleeding"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal, oophorectomy (bilateral removal of ovaries),). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, anxiety and anaemia outcome was unknown and the depression, dysmenorrhoea and menstruation irregular had resolved. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: essure confirmation test(s) conducted, specify confirmation test: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: pfs received. Events; abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, blood or heart disorder/ condition type: anemia, dysmenorrhea (cramping), abnormal menstrual bleeding were added. Fu (2) & fu (3) process together. On 26-sep-2019: fu (2) & fu (3) process together. Pfs received. No new clinical information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/anxiety"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), menstruation irregular ("abnormal menstrual bleeding"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog / I try to get myself to feel normal the more I fall into darker place"), apathy ("lack of motivation"), asthenia ("energy"), pain ("I do and hurts so much") and crying ("I cry each day"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal, oophorectomy (bilateral removal of ovaries),). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, anxiety, anaemia, abdominal pain, feeling abnormal, apathy, asthenia, pain and crying outcome was unknown and the depression, dysmenorrhoea and menstruation irregular had resolved. The reporter considered abdominal pain, anaemia, anxiety, apathy, asthenia, crying, depression, dysmenorrhoea, feeling abnormal, menorrhagia, menstruation irregular, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: essure confirmation test(s) conducted, specify confirmation test: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: social media was received. New events brain fog, lack of motivation, lack of energy, hurts so much, crying were added. Lawyer was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. A15528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones in 2014, dyspareunia, neoplasm malignant and cervicitis. Previously administered products included for birth control: paragard from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included irritable bowel syndrome since 2010, cramp in lower abdomen, uterine bleeding and endocervicitis. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient was found to have weight decreased ("weight gain / loss(specify which one) :weight loss"). In (B)(6) 2016, the patient experienced pollakiuria ("bladder or urinary problems or changes:frequent urination") and hypertonic bladder ("bladder or urinary problems or changes:overactive bladder"). On an unknown date, the patient experienced fibromyalgia ("autoimmune disorder type of disorder:fibromyalgia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and novasure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, vaginal haemorrhage, hypertonic bladder, dyspareunia, dysmenorrhoea and weight decreased had resolved and the fibromyalgia and pollakiuria was resolving. The reporter considered dysmenorrhoea, dyspareunia, fibromyalgia, hypertonic bladder, menorrhagia, pollakiuria, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: insertion details: there were 3 coils visualized in the left tubal ostia and 4 calls visualized in the right tubal ostia. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion as per mr:successful essure placement. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: lower vaginal haemorrhage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: pfs received- outcome of fibromyalgia, pollakiuria updated to recovering / resolving. Concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.